Manufacturer narrative:
The details of the complaint have been forwarded to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending and will be forwarded to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Premicath snapped when removed. Had been placed for 4 days. Puncture site: right back of foot, v. Saphena magna. Premicath was very difficult to pull. A sterile premicath was then tested for tensile strength (stretched until it tears). Only after this test the premicath was pulled. 6cm could be pulled (to three-times the length) = snapped at length marking 20cm. Baby was lying in a warm bed. The fragment has been removed surgically. Patient is doing well.

Manufacturer narrative:
This complaint is not confirmed. The sample had two parts. The catheter was still in the 24g cannula and fractured within the 20cm marking. The microscopic examination showed, among other things, that the catheter was slightly elongated. The typical small radial cracks for an overstretching of the catheter tube are visible. Many fibrins adhere to the catheter tube, especially between the 15 and 20 cm markings. The catheter tube was almost completely torn again at approx. 16.2 cm. Several photos were taken. There were no abnormalities with checking the batch documentation. A leakage and flow test is carried out on each catheter. An in-process tensile test is carried out randomly. This is the 1st complaint to batch no. 150218go, the 2nd to batch no. 210317go and the 3rd complaint concerning a snapped catheter to code 1261.307 within the last three years. The strong fibrin deposition after only 4 days indicates a patient reaction. This can occur in very rare cases and can have various causes: allergic reaction of the patient to latex when latex gloves (also unpowdered) are worn during insertion. Allergic reaction of the patient to pur (in very rare cases). Poor/unfavourable catheter placement, so that the venous wall is irritated by movements of the catheter. The presence of hospital germs (on the tip of the catheter). In case of recurrence, the catheter tip should be examined in the laboratory (before decontamination of the sample). No further action initiated by qm, since a production-related defect can be ruled out."

Event description:
Premicath snapped when removed. Had been placed for 4 days. Puncture site: right back of foot, v. Saphena magna premicath was very difficult to pull. A sterile premicath was then tested for tensile strength (stretched until it tears). Only after this test the premicath was pulled. 6cm could be pulled (to three-times the length) = snapped at length marking 20cm baby was lying in a warm bed. The fragment has been removed surgically. Patient is doing well.